Event description:
It was reported that the ventilator remote alarm failed to alarm during testing at the field service center. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na